Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies per visual inspection. The pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer was swimming with the pump attached to his body and did not notice. Customer's blood glucose was 146 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 192 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.